Event description:
It was reported that a pt in ICU was being ventilated with the device in place and the ventilator alarmed. The respiratory therapist noticed the pt was cyanotic and the device was removed. No pt sequelae were reported.